Event description:
This involves the bd minibore tri-fuse extension set with 1.2-micron filter, 0.2-micron filter, and bonded max zero needlefree connector, and white, red, and blue slide clamps (reference: mz9325). Recently, there have been multiple events where PICC lines for our neonatal patients on tpn (total parenteral nutrition) have become occluded, resulting in the need to pull and replace the PICC lines and disrupt nutritional support. The process of replacing PICC (peripherally inserted central catheter) lines exposes the neonate to an invasive procedure and potential infection risk, while also temporarily preventing the neonate's nutrition. The episodes of occlusion may be regarding the extension set's inadequate labeling system, which does not properly assist the nursing teams with identifying proper filters. Multiple different occlusion causes have been identified and investigated to determine the root cause of these incidents. These causes could include 1) potential compounding errors: inappropriate ratios of calcium and phosphate may result in precipitation of insoluble particles, 2) coadministration of medications resulting in precipitation: ampicillin coadministration with tpns may result in precipitation and 3) incorrect filter utilization: passing lipid emulsions through 0.2-micron filters may result in lipid aggregates and destabilization resulting in potential occlusions. While some cases of filter occlusion may be a result of concomitant medication administration, we recognize that our current extension set may pose a potential issue with tpn administration. As part of our investigation into issue, and as stated earlier, these extension sets do not include any identifying information concerning the micron filter size on either the filters themselves, or on the packaging. Additionally, if the lipid emulsion bag was connected to the 0.2-micron filter, the subsequent tpn line would be connected to 1.2-micron filter. Due to the larger filter size, the effectiveness at removing bacterial contamination would be diminished, placing the neonate at a higher potential risk for an infection.